Event description:
The MFR's rep reported the pt was admitted to the pediatric intensive care unit lethargic and not responding. The pt has morphine and baclofen in the pump and the hcp feels the morphine may be at too high a dose. A f/u report will be sent when add'l info is rec'd.